Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired. The date of patient¿s death and implant duration were not provided. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The patient also had another device implanted; please reference the other medwatch report filed under (B)(6). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.